Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Device is not distributed in the united states but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, the universal drill guide 4.5-3.2 the lumen of the 3.2 portion seems to be hit since the 3.2 drill cannot be inserted on this side of the guide. Procedure was completed successfully without any surgical delay. This report is for one (1) univ-drill-guide 4.5/3.2 f/neutral+load. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, d10 g1 h3, h4, h6: part: 323.460 lot: 8517344 manufacturing site: werk hägendorf release to warehouse date: july 30, 2013 expiration date: n/a a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the univ-drill-guide 4.5/3.2 f/neutral+load was found to be deformed from the distal tip of the drill bit insertion hole. Assembling issues are most likely due to this condition. A dimensional inspection for the univ-drill-guide 4.5/3.2 f/neutral+load was unable to be performed due to post manufacturing damage. A functional test was performed with the drill guide and k-wire, the wire was inserted freely into the 3.2 insertion hole with no signs of issue or malfunction. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the univ-drill-guide 4.5/3.2 f/neutral+load would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. *********************************************** drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: - uni-bohrbuechsenhalter 4.5 (kpl) zu universalbohrbuechse device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1, d9 g4